Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the cannula, trocar, envelope seal and circular seal appeared intact. Pmv performed functional testing: the port passed an air leak test. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic gynecological procedure, when inserting the trocar into the patient, it scratched the tip of the obturator causing a little piece of plastic to fall into the cavity of the patient. The piece was taken out of the patient at the end of the surgery through the trocar. An x-ray was not performed to locate the plastic piece. There was no patient harm. No patient injury.